Event description:
It was reported that, pt has proximal tibia implanted for tumor. Extensor mechanism has ruptured and also symptomatic. Revision surgery will be scheduled and more information will then be available.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.